Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the pump subsequently shut off due to low battery. The customer acknowledged that they frequently let the pump deplete to 5% charge and that the pump was reportedly at 5% charge when the malfunction occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.